Event description:
It was reported that a user experienced a hyperglycemic event while using the ilet, with a fingerstick blood glucose of 585 mg/dl and approximately 5.5 hours above range; the event followed an infusion site concern where the skin appeared creased at the cannula site, and troubleshooting included guidance to perform a supply change with no visible cannula damage noted upon removal. Customer care provided technical support review of device use and user-reported site inspection. Investigation of this case revealed no confirmed device malfunction, and a potential infusion site issue could not be ruled out. Symptoms included presyncope and headache during the event. Outcomes included temporary impairment necessitating troubleshooting, with glucose returning to range later the same day and no use of backup therapy, ketone testing, or medical intervention. It was concluded that the cause of the hyperglycemia was unclear and that the event resolved after supply change and continued use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.